Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the pump was showing auxiliary control unit (acu) watchdog alarms. No patient injury was reported.